Event description:
The customer called to report that he might have had a leaking reservoir last week that caused him to have high blood glucose and to lead to dka. The customer was not admitted to the hospital.